Event description:
Technician alleged that the head hilow is slowly drifting down. No patient impact.

Manufacturer narrative:
The technician replaced the head hilow hydraulic cylinder to resolve the issue.